Event description:
The report received from the affiliate indicated that the 80 cm. Powerflex pro 7 mm x 4 cm. Balloon catheter used during the percutaneous transluminal angioplasty/pta of a dialysis shunt target lesion was difficult to withdraw through the sheath. It was reported that after deflation of the device under vacuum with an indeflator, the balloon became stocked prior to entering the sheath used. The physician was able to withdraw the catheters through the sheath using force. There was no reported patient injury. Addendum: additional information received indicated that the device could not be withdrawn any farther than the sheath/stocked before the entrance of the sheath. The sheath used was a non-cordis device. There was no reported product issue with the sheath used. The procedure was completed successfully. The physician had to use a lot of force to get the device out of the sheath. No additional information is available.

Manufacturer narrative:
Please note that the initial MDR report for this product was submitted on 2/28/2013 under (B)(4) product (B)(4)/lot # 15717468 initial MDR/MFR# 9616099-2013-00104. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the affiliate a powerflex pro balloon catheter used during a percutaneous transluminal angioplasty of a dialysis shunt was difficult to withdraw through the sheath. After deflation of the device under vacuum with an indeflator, the balloon was difficult to withdraw through the sheath requiring the physician to use force. The physician was able to withdraw the catheter and there was no reported patient injury. (B)(4): the product was returned for inspection. One non sterile catheter powerflex pro 7mm 4cm 80 was received coiled inside a plastic bag. An unknown sheath introducer was received with the device. A kink was found in the received sheath introducer. The balloon was previously inflated and deflated. No other damages were noted. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed through the 1.88mm. (B)(4). An insertion test done with the introducer involved and the unit could not go through the 5f csi. The catheter was introduced in lab. Sample csi avanti 5fr and got stuck during insertion. This could be related to the balloon condition. The balloon section was cut and insertion withdrawal test was performed with previously mentioned sheath introducers and the proximal seal passed through without any anomalies noted. Withdrawal test was performed with 5f bts lab sample after cutting the balloon section and no was resistance felt. The event experienced by the customer during procedure could be related to the damaged found on the unknown 5f csi. The event experienced by the customer with the avanti and the bts could be related to the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of pta system withdrawal difficulty-through guides sheath was confirmed through failure analysis with the unknown sheath; however the investigation was not able to determine if the withdrawal difficulty was related to a kink in the sheath or dried contrast medium. Withdrawal test performed with lab sample avanti and brite tip sheath did confirm the reported withdrawal difficulty. An exact cause for the event could not be determined and since the manufacturing process could not be ruled out a (B)(4) was opened to further investigate the issue.